Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please try to provide information on how the procedure was completed? By placing the suture points on the open rectal section. Was the surgery time extended due to this issue, or was it supposed to be about 4 hours? The intervention was prolonged for about 1 hour. How thick was the tissue, the instrument was fired on? Normal: thickness of the colon-rectum. Was the tissue distributed evenly within the jaws of the device? Yes. Did the surgeon check that the pin was correctly seated in the anvil ( pin was pushed forward completely)? Yes. Did the surgeon fire the firing trigger completely, plastic to plastic? Yes. Was inspection of staple line done prior to cutting? Yes. ¿it was necessary to prolong the antibiotic therapy due to fecal contamination¿ how much/long? 5 days (from the (B)(6) 2014). What were the patient¿s pre-op diagnoses, did he/she suffer from cancer, morbus crohn or colitis ulcerosa? Malign cancer at rectum. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Chemotherapy and neoadjuvant radiotherapy. What is the age and sex of the patient? Male, (B)(6). What is the current status of the patient? The patient was in a clinical-ambulatory follow up.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ax55g device arrived in good visual conditions and with no staples present in the device. The device was manually loaded with staples and the device was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that a 100% laser scanning system inspection and 100% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment, in addition a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an anterior resection (of the rectum) procedure, the stapler did not complete the suture line, which resulted in one/third of the section left open. Due to malfunctioning of the device, it was necessary to prolong the antibiotic therapy due to fecal contamination. The intervention had a total duration of four hours. It is unknown what was used to complete the procedure.